Manufacturer narrative:
PMA/510k #: exempt. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of the instructions for use, manufacturing instructions, and quality control data. The complainant returned one ncompass nitinol tipless stone extractor. Packaging was not returned with the device. Inspection of the returned device noted the device was returned with the handle and basket formation in the open position. The mlla (male luer lock adapter) and colt knob were tight. The polyethylene terephthalate tubing (pett) measured 2.4 cm in length. The basket sheath was severely bent and twisted approximately 3 mm from the distal end of the support sheath. The support and basket sheaths are still adhered. The collet was loose on the cannulated handle. The notch on the cannulated handle was visible through the handle slide. Functional testing of the device found that the handle did not actuate the basket formation. The handle was disassembled. It was found that the coil was severed at the junction of the cannulated handle. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was opened and could not be closed due to damage. The sheath of the device and the basket subassembly were both damaged in the same location near the handle. It is likely the damage was inadvertently caused during use. If the handle and sheath are not kept in rough alignment, the force can cause the sheath and basket coil to become kinked or separated. All devices are inspected for functionality and damage during manufacturing and quality control checks. Although there is no information related to the handling of the device during use, based on the evaluation of the returned device, inadvertent damage from handling was the likely cause for the failure of the basket to close during the procedure. The IFU contains a precaution that excessive force may cause damage to the device. The cause for the observed damage was determined to be from unintended use error. Per the quality engineering risk assessment, no further action is warranted.we will continue to monitor this device via the complaints database for similar complaints.

Event description:
It was reported that during a urethroscopy, a ncompass nitinol tipless stone extractor was found to not open and close properly. Another same device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence.